Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was unresponsive to bolus button presses. The keypad was intact with no visible damage. Date of birth is unk.

Event description:
The distributor contacted animas alleging that the pump was unresponsive to button presses.